Event description:
It was reported that upon functional evaluation the end cap was broken off and missing exposing the thermocouple. There was no delay, no medical intervention, and no adverse consequences.